Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) that was concurrent with a delivery of a shock. It was noted that the shock energy delivered was a few joules below what was programmed. In addition, there was no cardiac compass information or battery data available on a subsequent interrogation report. It was noted that the por was due to arcing from the right ventricular (rv) lead to the ICD. The por was cleared and the ICD and lead currently remain in use. It was noted that both have exhibited normal function since the por. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.